Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The doctor communicated that the vitrectomy cutter was aspirating but not cutting despite activating and deactivating the cutting. The surgeon noticed the cutter was bent prior to being inserted into the trocar. The cutter was replaced and not kept for investigation. There was no injury nor consequences for the patient.